Event description:
A baxter sales representative reported to baxter (B)(4), on behalf of a customer, of a standard bore extension set which blown apart during a CT scan. The technician was testing the line and all clamps were open when the tubing burst. It is unknown whether a power injector was used during the reported condition. The reported condition occurred during infusion. There was a delay of 30 minutes due to the line needing to be changed. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)